Manufacturer narrative:
The medical device expiration date is unknown as the lot and catalog numbers are unknown. The device manufacture date is unknown as the lot and catalog numbers are unknown. PMA / 510(k)#: the 510(k) number is unknown as the catalog number is unknown.

Event description:
It was reported that the needle of the suspect device stayed in the site following an injection. The patient went to the clinic where she had an x-ray and the doctor attempted to remove the needle from the soft tissue for 25 minutes but could not locate it. She then went to a surgeon on (B)(6) and they were able to remove the needle. The patient reports she saw three doctors for this incident and "they took out a lot of my flesh and it will not stop bleeding". The patient was referred to her doctor by a bd associate but no further information is available. The patient states this was the initial use of the device.

Manufacturer narrative:
Device evaluation: results- a sample was not returned for investigation. A review of the device history record cannot be completed as the lot number was not provided for this incident. Conclusion- without a sample, an absolute root cause for this incident cannot be determined. If samples are received in the future an investigation will be performed and a supplemental report will be filed.